Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (30 mg/ml at 5.499 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2017 it was reported that the patient had an MRI for left hip pain that was not related to their infusion system devices or therapy. It had been more than 2 hours since the patient left the MRI and the pump motor stall had not yet recovered. There was no audible alarm. The reporter then waited 20 minutes, interrogated the pump again, and the motor stall recovered. No further patient complications have been reported as a result of this event.